Event description:
The customer source was contacted by abbott for further info and clarification. The pt reportedly rec'd 100mg of morphine over a 90 minute time period. The infusion was of morphine 100mg/100ml to infuse at 5ml/h via pump line b. The pt was already on a ventilator and "therefore her respiratory status was not compromised." When the event was noted, the pt pulse oximetry was 100% and her blood pressure was 93/58. Vital signs were taken every 15 minutes and there were no reports of any adverse effects in the pt. The pt did fine and was later discharged. The risk manager states that after their investigation they "believe the event to be due to user error." No add'l info was available.